Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements resulting in a stored red alert. Device data was sent to rhythmcare for review. Rhythmcare discussed further troubleshooting options and recommended performing an x-ray. Noise was able to be reproduced in the primary vector with isometrics. The electrode is suspected to be fractured. Therapy was programmed off and this patient was hospitalized until further intervention can be determined. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements resulting in a stored red alert. Device data was sent to rhythmcare for review. Rhythmcare discussed further troubleshooting options and recommended performing an x-ray. Noise was able to be reproduced in the primary vector with isometrics. The electrode is suspected to be fractured. Therapy was programmed off and this patient was hospitalized until further intervention can be determined. This system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to correct the h1 report type field.

Manufacturer narrative:
This correction report is being filed to correct the h1 report type field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements resulting in a stored red alert. Device data was sent to rhythmcare for review. Rhythmcare discussed further troubleshooting options and recommended performing an x-ray. Noise was able to be reproduced in the primary vector with isometrics. The electrode is suspected to be fractured. Therapy was programmed off and this patient was hospitalized until further intervention can be determined. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements resulting in a stored red alert. Device data was sent to rhythmcare for review. Rhythmcare discussed further troubleshooting options and recommended performing an x-ray. Noise was able to be reproduced in the primary vector with isometrics. The electrode is suspected to be fractured. Therapy was programmed off and this patient was hospitalized until further intervention can be determined. This system remains implanted. No additional adverse patient effects were reported.